Manufacturer narrative:
D10/d11: concomitant medical products: product ID 978a128 lot# va2bzu1, implanted: (B)(6) 2021. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that there was not a second impedance check done. The cause of max setting at 0.5ma was not determined. The most likely cause was lead impedance and a patient self-reported fall. The patient was instructed to try other programs from home and increase amplitude. Patient will contact clinic if symptom relief is not possible on any program or amplitude. Then, physician will decide if lead replacement/revision is necessary. The issue was not yet resolved.

Event description:
The rep clarified that the impedances were high and out of range. The cause was not determined. The cause of the bent lead was also not determined. Patient is very thin and works in construction/very active. Bent lead happened between stage 1 (no issues) and stage 2. Patient has continued to receive therapy symptom relief. The physician will follow-up with patient to determine ongoing symptom relief. Rep spoke with patient on (B)(6) 2021, and patient stated he was doing well after surgery, and perceives therapy to be working for him as of (B)(6) 2021. Physician will notify rep if any further action is needed. No replacement was planned at this time.

Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot# va2bzu1, implanted: (B)(6) 2021, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 10-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va2bzu1, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was undergoing an implant procedure for an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that lead impedances found during the stage 2 (battery implant) procedure. The patient admitted to lifting a bucket of water day prior to surgery. The physician could not visually see any damage to current lead intra operatively. The lead was slightly ¿bent¿ near where inserted into battery, but visually appeared intact. Electrode lead impedances were checked with smart programmer and communicator intraoperatively with battery attached to lead. Lead impedances were found. Electrode 0 showed no impedances, and electrode 2 <(>&<)> 3 had only 1 impedance. Electrode 3 showed several impedance. The physician decided to move forward with leaving current lead and battery in place. The physician wanted to determine how the patient responds with the current lead and stimulator implant. If the patient does not obtain symptom relief with current lead with impedances, physician will plan a lead revision. Physician determined this to be best clinical option for patient. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-mar-12 (B)(4): additional information was received from the patient. They reported that the patient stated therapy was left off for the first 2 weeks after implant while the patient healed. They just got back from seeing the doctor and had to charge everything up for the first time. The patient reported that on program 7, when they tried to increase amplitude from 0.2 to 0.5, they got a "max settings reached" message. Patient services asked the patient if an upper limit was programmed by their physician and the patient did not know. Patient services asked if patient had any falls or traumas and the patient confirmed yes, they did. The patient also reported that they had been having accidents. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the hcp via the manufacturer representative (rep). The physician has not indicated one way or the other whether there will be a revision. Physician is monitoring patient, and will let the rep know if they decide to move forward with surgical revision of the lead.

Manufacturer narrative:
Continuation of d10: product ID 978a128 lot# (B)(6) implanted: (B)(6) 2021 product type lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 10-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.